Event description:
Philips received a complaint by the medical staff on the v60 ventilator indicating that the device "stopped breathing" for a few seconds after the device was powered on. The following alarms occurred: proximal pressure monitoring disconnected and patient's breathing circuit blocked. There was no patient involvement at the time the issue was discovered as the issue occurred before use. The medical staff immediately stopped using the device and contacted the medical engineering department.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. Product UDI is corrected.